Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unresponsive buttons due to flattened and creased up button dome switch. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the up arrow button on the insulin pump was not working. Customer did not recall any significant events leading to the keypad issue. Customer's blood glucose reading at the time of the call was 140 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.